Event description:
The customer has reported that they were unable to acquire a 12-lead ECG. There was no negative patient involvement.

Manufacturer narrative:
(B)(4). The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.